Event description:
It was reported that the device could not be interrogated. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported no communication was confirmed in the laboratory. The cause was low battery voltage. The device was tested on the bench and on our automated testing equipment and met all specifications. The battery was returned to the vendor for further analysis. No anomaly was detected that would have caused the battery depletion. The cause of the depletion could not be determmined.